Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Report received the ventilator's graphic user interface reset. The ventilator was not on a patient at the time of the event.